Event description:
It was reported that a patient underwent a laparoscopic, primary, parastomal hernia repair procedure in 2009. Post-operatively, it was found that the patient developed a large seroma in the hernia sac ventral to the mesh. Due to the size of the seroma, it was causing an obstruction of the colostomy. As a result, a re-operation was performed during which the seroma was evacuated with cystofix. The patient was discharged from the hospital at about 16 days later. The event is listed as resolved.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.